Event description:
An incident with speeding pumps after changing the pbp solutions bags. The machine produced bag weight, access pressure, and filter clotting alarms and went into self-test. During self-test, the two top pumps began to spin quickly, returned to normal function and then the two side pumps began to spin quickly. The access lie and filter cleared, as if flushing the filter although the flush solution line remained clamped. After a few minutes, the machine returned to normal function. During eslft-test, the blood pump was stopped when the event took place. The operator pressed delay self-test and the machine went back to normal after a few minutes. The treatment continued and the problem did no re-occur.